Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with distal strut rows 1 and 5 in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 08may2019. It was reported that the stent balloon expandable could not cross lesion. The 95% stenosed 24mm in length, 25mm in diameter target lesion was located in right coronary artery. During percutaneous coronary intervention, a synergy ous mr 2.50 x 24 mm stent balloon was selected for use. However, the stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a stent damage.